Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports that during a normal follow up appointment they noticed the patient had high impedances on electrode 15 (40,000 ohms). Rep reports the patient was still getting good therapy, rep confirmed the pt had no therapy complaints prior to appointment. Rep reports the cause of the impedance issues was unknown. Rep reports the issue was considered resolved/no further actions were planned at this time as the patient was getting good therapy. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.